Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the changing reservoir cart was loose and not secured as well as received error code. Customer¿s blood glucose level was unknown. Customer stated that the rejects new batteries, back light not working and random no delivery alarms. The device will not be returned for analysis.